Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and they noticed what appeared to be a floating piece of plastic within the sheath. It was reported that while attempting to aspirate the vizigo¿ sheath, they noticed what appeared to be a floating piece of plastic within the sheath. The plastic piece was seen near the hub portion of the sheath. The sheath was exchanged, and the issue was resolved, and the case continued. No adverse patient consequence was reported.

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history review was performed for the finished device 60000239 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that a floating piece of plastic within the sheath was observed. The biosense webster, inc. Product analysis lab received the device and observed that the hemostatic valve was broken in the star section. The foreign material (piece of plastic) remains assessed as MDR reportable. The additional finding of the broken hemostatic valve was also assessed as MDR reportable. The device evaluation was completed on 15-feb-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and they noticed what appeared to be a floating piece of plastic within the sheath. It was reported that while attempting to aspirate the vizigo¿ sheath, they noticed what appeared to be a floating piece of plastic within the sheath. The plastic piece was seen near the hub portion of the sheath. The sheath was exchanged, and the issue was resolved, and the case continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied. However, this could not be conclusively determined. The customer referred to a floating piece of plastic that was observed within the sheath. During microscopic examination, a piece of the hemostatic valve was loose inside the hub. The foreign material reported by the customer could be related to the piece of the hemostatic valve inside the hub. As such, the issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle as damage to the sheath valve may occur. A device history review was performed for the finished device 60000239 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).